Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a "tenorrhage" open procedure, when the physician was finalizing the surgery and maxon break two hours into the procedure, the device's thread broke. The suture was treated and hydrated prior to use with serum, and the surgeon employed a normal suturing technique. Another suture was used in order to complete the case. There was no patient injury.